Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, before the intubation, the leak test of the tracheal tube was performed. After the gas was injected, the cuff was visible bulging, and the cuff did not leak air when immersed in water. However, after intubation was successful, the cuff inflated, but the pressure was repeatedly measured to be 0cmh20. The tracheal intubation was removed and replaced. The tube was tested again with a cuff leak test and found that the cuff was damaged.